Event description:
Pt was a 60-yr-old diabetic hispanic male who had an inflatable 3-piece prosthesis placed 2 yrs ago which had been working well until recently when he could no longer inflate it. Surgery was done to replace the failed inflatable penile reservoir. X-ray taken during the surgery with the reservoir filled with contrast showed a leak & extravasation. The reservoir was removed & replaced with a new one. The old reservoir was examined & a pin-hole-sized leak was observed. There was no injury under general anesthesia although it was necessary to replace the failed device.